Event description:
Medical doctor performing a (l) left, breast stereotactic biopsy. Standard techniques were utilized throughout the entire procedure including placement of a biopsy marking clip designated for use with an 11 gauge mammotome device. The manual suggests removing the entire needle assembly and marker applicator as one unit only if resistance is encountered since failure to do so may result in breakage of the catheter tip. In this case resistance was not encountered, yet the catheter tip was sheared off when removing the mammotome needle. The catheter tip is non-radiopague and not visible on post-procedure mammogram. Because of this, and that catheter coated with a partially coagulating blood product, medical doctor did not recognize that a 3-4mm, millimeter, segment of plastic applicator was missing.